Manufacturer narrative:
Correction information: 'returned to manufacturer on' of the initial medwatch report should indicate: 11/01/2016. 'Device evaluated by manufacturer?' Of the initial medwatch report of the initial medwatch report indicates: no. 'Recall' of the initial medwatch report should be checked; the initial medwatch report should indicate: 3015876-05/06/2016-002-c. (B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.   (B)(4). Physio-control evaluated the device and verified the reported issue. The cause of the reported issue was determined to be that the lid reed switch was remaining in a shorted position when the device lid was opened.  This caused the device to appear as if it is not powering on.  Physio replaced the lid reed switch according technical service update (tsu) 356.  After having confirmed proper device operation through functional and performance testing, the device was returned to the customer.  Physio-control has initiated a recall for the reported issue on 05/06/2016.  Reference correction/removal reporting number 3015876-05/06/2016-002-c. (B)(4).

Manufacturer narrative:
Catalog number of the initial medwatch report indicates: 99403-000212. Catalog number of the initial medwatch report should indicate: 99403-000163. Serial number of the initial medwatch report indicates: (B)(4). Serial number of the initial medwatch report should indicate: (B)(4). Device manufacture date of the initial medwatch report indicates: 07/21/2015. Device manufacture date of the initial medwatch report should indicate: 07/22/2015. (B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. UDI: (B)(4). (B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. UDI: (B)(4).

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. (B)(4).

Event description:
The customer contacted physio-control to report that their device did not provide any voice prompts when the device was powered on. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device on a patient. The customer initially reported that the device's readiness display showed an ok icon. When they checked the device the device's readiness display showed the service wrench, attention and charge-pak icons. There was no patient use associated with the reported event.